Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Dislodgement of the patient's atrial lead was noted during testing by the high threshold and low sensing. The dislodgement was confirmed by x-ray. The lead was re-positioned successfully on (B)(6) 2019. The patient was stable and recovering.